Event description:
It was reported that the patient sought medical attention on 08nov2024 due to an infection that had developed at the pod¿s insertion site. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl). The pod was worn between 49 and 71 hours on the leg. Symptoms reported include pain and redness. The patient was provided with antibiotics (name not provided). No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.